Event description:
Chondrolysis [chondrolysis]. Inflammatory reaction [inflammation]. Worsening of gonarthritis [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report received on 30-jan-2009 from a physician, via a company representative, regarding a (B)(6) male patient with gonarthrosis, initials unknown. On an unknown date(s) several previous synvisc courses were performed without problems. The patient still has a visible femoro-tibial space. The x-ray was performed on the knee prior to synvisc therapy. On an unspecified date in (B)(6) 2008, the third synvisc injection of the last synvisc course was performed. The patient experienced a severe inflammatory reaction following synvisc injection, which led to chondrolysis and worsening of gonarthritis. The x-ray was performed on the knee following last synvisc course and the femoro-tibial space was disappeared. The patient has now been considered for indication of knee prosthesis placement and a planned surgery is pending. The lot number will not be provided by the reporting physician. No concomitant medications were reported. As of date of receipt of this report, the patient's outcome was unknown. The relationship between the adverse events of chondrolysis, inflammatory reaction and worsening of gonarthritis and synvisc therapy were not reported by the physician. Follow up information was received on 05-feb-2009 from a physician. The patient, (B)(6), with medical history of femoro-tibial gonarthrosis with 2/3 occlusion of intra-articular space (confirmed with x-ray in (B)(6) 2008) received three synvisc injections in the right knee at a dose of 3x2 ml in an interval of 1 week apart on (B)(6) 2008 and (B)(6) 2009, the patient experienced very painful inflammatory reaction on the right knee with knee effusion, chondrolysis and worsening gonarthrosis. The knee was punctuated and 15 cc mildly bloody synovial fluid was withdrawn. No bacteriological analysis was performed. The patient was treated intra-articularly with altim (cortivazol). On (B)(6) 2008, 21 cc synovial fluid was withdrawn. The patient was treated with intra-articular hexatrione (triamcinolone hexacetonide). Control x-ray examination performed on (B)(6) 2009 showed complete occlusion of the femoro-tibial space. The patient was sent to a surgeon to discuss uni-compartimentel knee prothesis placement. The reported adverse events were serious (caused permanent impairment of body function/damage to a body structure and medical intervention was required to prevent permanent damage) and severe intensity according to the physician. The synvisc therapy was permanently stopped. The physician assessed the relationship between the adverse events and synvisc as possibly related. As of the date of receipt of this report, the patient had not yet recovered.